Event description:
It was reported that, "primary tka was revised. The femoral and tibial implants were well fixed and in good position. The polyethylene was removed and no visible signs of wear were present. The poly was revised to a 13mm cs triathlon tibial bearing surface."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.